Manufacturer narrative:
Root cause: user error. The t:slim g4 pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer suspended pump therapy for two days and subsequently experienced elevated blood glucose (bg) level of 389 (mg/dl). Customer contacted their health care provider and attempted to deliver a pump bolus; however, customer received an incomplete bolus alert. During troubleshooting with tandem technical support, customer was reminded that they must complete the bolus delivery sequence once it is initiated in order to avoid receiving the incomplete bolus alert. Customer acknowledged and was able to deliver a bolus successfully.